Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 4.8, lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.8, ref: 2.9, mean: 3.85, confidence limits: 2.2-5.3. Mean calculation from comparison test data provided by end-user revealed that both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further test is not required at this time. Trending and tracking will be performed in review for strip lot# 214493. (Total number of discrepant complaints, including this event, is one). No corrective action required at this time as no product deficiency was established.